Event description:
It was reported that the gastrovideoscope's cleaning brush did not come off in the balloon mouth. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation there was residual liquid or foreign matter in the suction cylinder, causing the cleaning brush to become stuck in the balloon opening. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.